Event description:
It was reported that the patient¿s ilet was left in an apartment fire while on charge, the screen became unusable, and the device could not be retrieved; the device had been synced before shutdown and will be returned for evaluation, and the patient switched to multiple daily injections. Symptoms included none reported and blood glucose was unaffected. Outcomes included temporary interruption of ilet therapy with continued diabetes management via injections. Investigation included collection of user report, review of device history and available records, and a plan for device evaluation upon return. Investigation of this case revealed fire and heat exposure with physical damage to the user interface and loss of watertight integrity, rendering the device nonfunctional and unsuitable for continued use. It was concluded that the event was due to environmental damage from an external fire, not a device malfunction, and that the device requires replacement.